Event description:
It was reported that this was a closure of an unknown vessel using a perclose device. Reportedly, too much pressure was applied and the suture ripped through. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the suture separation likely occurred per excessive pull; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided.